Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: a resealable plastic biohazard specimen bag was received for investigation with the replacement lens¿s daisy wheel and return documentation. The bag and daisy wheel were inspected but no lens could be found. Product evaluation could not be performed as no product was returned. The complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched. There was no medical intervention. Additional information states lens was noticed to be scratched once it was in the patient's eye. Customer could not exactly remember when the lens was scratched. Unknown if it was when the lens was taken out of the daisy wheel, if it looked normal at that time, or if there was any other contributing factor. The lens was noticed scratched once it was in the eye and then was removed. Patient is doing fine post-op after new lens was implanted. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.